Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient was revised due an unstable knee due to loosening of the tibial component. Limited knee extension was noted in the revision notes. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per the persona knee system package insert (87-6204-022-23, rev. A), instability and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona stem extension tapered cemented 14mm diameter + 30mm length, item# 42557000114, lot# 63632429. Persona articular surface fixed bearing ultracongruent (uc) left 13 mm height, item# 42511200613 , lot# 62799450. Palacos r+g 2x20, item# 66017775, lot# 87185266. Placos r+g 2x40, item# 66017747, lot# 87334437. Report source - (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and five months¿ post implantation due to having an unstable knee because of aseptic loosening of the tibia component. There is no additional information available at this time.